Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events exposure and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection (early onset).

Event description:
Healthcare professional reported right side infection. Healthcare professional additionally reported right side "exposed implant". Device has been explanted and replaced.